Manufacturer narrative:
Concomitant medical products: dtbb1qq crt-d, implanted: (B)(6) 2018, 429878 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they "can feel movements. I went to the doctors and they tried to fix it." The patient noted they cannot lie down or on their side without feeling a "bump, bump." The patient stated the clinic said that they could adjust the leads. Follow up yielded no information. The leads remain in use. No further patient complications have been reported as a result of this event.